Event description:
When trying to position the volcano verrata pressure wire in the distal rca past the distal stenosis, the tip of the wire appeared to deviate in an extraluminal fashion in the distal calcified portion of the vessel. The tip of the wire would not move and remained stuck at that level. A suspected wire induced dissection in the mid rca occurred as the attempt was made to gently pull back on the wire. The presence of shearing and fracturing of the coated part of the wire within the distal part of the guiding catheter was noted. The catheter could not be further advanced. During an attempt to gently advance the fire cross catheter within the guiding catheter while pulling the wire in order to extract it, the wire appeared to unravel. This was followed by a fracture of a possibly mechanically weakened or faulty verrata wire within the guiding catheter. The proximal fractured portion of the thin wire inner coiling extended within the distal aspect of the guiding catheter. The outer integrity of this wire appeared very compromised as it could barely be seen by fluoroscopy due to its initial unraveling and damage to its outer coated portion. With an angiosculpt balloon inflated, the surgeon was able to "drag" the distal tip and the remnant portion of the verrata wire towards the mid rca behind the stent struts. A significant portion of the wire was extracted. The top aspect of the wire inner coil could not be captured as it looped along the vessel wall in the brachiocephalic trunk in addition to displaying a small and unconventional microscopic unraveled portion. The looped portion of this fractured inner coil verrata wire remained fixed on the aortic vessel wall and was not mobile or free moving in any way. The more distal portion of the remained jailed behind the proximal rca stents. The dissection was repaired successfully. (B)(6). FDA safety report ID# (B)(4).